Event description:
A screw implanted in an atb plate appears to be backing out. All implants currently remain in the patient.

Manufacturer narrative:
Implants currently remain in the patient. Synthes is unable to determine the MFR site or the MFR date without a lot number. No eval could be made, no conclusion could be drawn as no device has been returned.